Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor quality image was confirmed. The image is poor as it is displaying rain like image and some markings on the cable. The root cause of the reported issue of the poor quality image is identified as internal failure in the probe. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Found during sample evaluation: the image is poor as it is displaying rain like image and some markings on the cable.